Event description:
Patient was hospitalized for occlusion in the left iliac artery. The physician then attempted to use a scuba co-cr peripheral bare metal stent to treat the patient. The device was inspected prior to use with no abnormalities noted. The physician pre dilated the lesion and during the procedure, resistance was noted while advancing the device to the target lesion. When the device arrived at the target lesion, the initial position of balloon and stent were changed. The physician removed the device and found that the stent had dislodged from the balloon. It was reported that the stent did not completely dislodge from the device, and the stent was removed from the patient along with the device. A non-mdt stent was used to complete the procedure. There were no clinical sequelae to patient and the patient was reported to be good and recovered. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary)¿

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). No result available since no evaluation performed (evaluation of returned device in progress). Conclusion: conclusion not yet available: evaluation in progress; other (based on the information available no root cause can be determined); unable to confirm complaint (evaluation of returned device in progress). (B)(4).

Manufacturer narrative:
Failure to follow instruction (resistance encountered during procedure however continued to use the device). Related to operational context (event was most likely procedural related).

Event description:
Product analysis: a visual inspection was performed and no traces of radio opaque solution were detected on the inflation line. The stent was dislodged from the proximal marker to the distal one about 3 mm the balloon was analyzed by microscope and the heat setting on the balloon was clearly visible on the proximal side. The crossing profile was measured and it was 2,12 mm (maximum od allowed 2,16mm) no other abnormalities were detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.